Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture and debris on the lens. Visual inspection found no visible damage and foreign debris on the lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -10.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019 as a replacement lens due to low vault but it did not resolve the problem. The lens was explanted and on (B)(6) 2019 a longer length lens was implanted and the problem resolved.